Event description:
It was reported that a spectrum infusion pump had a bad air in line sensor, it was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the "air in line sensor is bad." The device was operating out of specification. Eval found the ultrasonic sensor readings to be low due to a failed upstream sensor. With low readings, it makes the pump more sensitive to air in line alarms, thus causing the reported symptom. The failed upstream sensor was replaced.